Event description:
Pt with problems with interstim leads. She fell and dislodged leads. When surgeon tried to remove leads, they frayed and separated. He was not able to remove the leads completely. Portion of 2 leads were left in. Patient had been seen several other times for infections of the insertion sites.